Event description:
A home patient contactd baxter's technical service center for assistance regarding a system error 2240 alarm that appeared on the display of the patient's homechoice machine during dwell 3/4 of her automated peritoneal dialysis therapy. Per initial report. The supply line of the homechoice set was not completely connected to the supply bag. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was indicated at the time of the home patient in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.